Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) unit had an autofill failure. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was evaluated the iabp unit and found k3 and k5 values are out of range. Initially the fse suspected that the purge valve was defective and he replaced it. However the issue persisted. To fix the issue the fse replaced the pressure transducer provided by the customer and the issue was resolved. The fse then ran all functional and safety tests. The unit passed all tests performed and was returned to the customer and cleared for clinical use.

Event description:
N/a.